Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. According to clinician one implant was placed in site #7 during a complex procedure requiring grafting. The clinician reports that the implant was submerged and was removed 8 months post-operatively.